Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having trouble with their implant. They explained that they are unsure if their battery needs to be changed. The patient noted that they are trying to set the stimulation, but now they have to lean against something on order to feel it. They mentioned that they don¿t feel stimulation when they try and increase it; not like they used to. The patient stated that they increase stimulation to where they can feel it a little bit. However, the patient is unsure how long they have had the battery, and don¿t want to ¿run it down.¿ the patient also noted that it is taking longer to recharge as well. The patient was redirected to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain and chronic low back pain.